Event description:
The surgeon released the final stage on the disposal teleport; unable to budge the "pull 2" button. Surgeon used a mallet and tapped it. The button finally worked and the case was completed.

Manufacturer narrative:
Root cause: loose metallic debris: loose metallic debris was present because, the component was not properly deburred. Initially, it was determined, the event was not reportable. On a subsequent re-review, it was determined that this event should have been reported.